Event description:
Hip revision for pain. Update as per medical review: a retained large osteophyte during primary arthroplasty (alternatively heterotopic "ossifications") has contributed to mechanical derangement of the hip arthroplasty causing an overload condition through bony impingement. Consequent pain in the hip by osteolysis and suboptimal fixation of devices required revision surgery.

Manufacturer narrative:
An event regarding revision due to pain involving a metal head was reported. A review of the provided medical records by a clinical consultant revealed retained large osteophyte during primary arthroplasty (alternatively heterotopic ossifications) has contributed to mechanical derangement of the hip arthroplasty causing an overload condition through bony impingement. Consequent pain in the hip by osteolysis and suboptimal fixation of devices required revision surgery. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant revealed retained large osteophyte during primary arthroplasty (alternatively heterotopic ossifications) has contributed to mechanical derangement of the hip arthroplasty causing an overload condition through bony impingement. Consequent pain in the hip by osteolysis and suboptimal fixation of devices required revision surgery. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: a review of the provided medical records by a clinical consultant revealed retained large osteophyte during primary arthroplasty (alternatively heterotopic ossifications) has contributed to mechanical derangement of the hip arthroplasty causing an overload condition through bony impingement. Consequent pain in the hip by osteolysis and suboptimal fixation of devices required revision surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Correction: the initial MDR for MFR report # 0002249697-2018-03562 was incorrectly reported as part of recall 2249697-05/07/2018-003r. The investigation for this report has identified that the reported device is not in scope of the reported recall.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall v40 - recall - 2249697-05/07/2018-003r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The following devices were also listed in this report: size 4 accolade ii 127 deg, cat#6721-0435, lot#unknown. Trident 0° x3 insert 36mm ID, cat#623-00-36e, lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Hip revision for pain.